Manufacturer narrative:
This event constitutes the first serious adverse event related to the existing open recall, recall number: z-1022-2023, regarding cannula tears. This is the second event for the same patient under the open recall and associated CAPA, CAPA-2022-0007. Updated information will be provided to update the CAPA and open recall and an assessment for potential changes to safety and effectiveness will be completed. Appropriate action will take place when all assessments and updates have been reported. A supplemental report to this MDR will be provided as the information becomes available.

Event description:
Per distributor, the patient's cannula broke for the second time. The first cannula tear occurred on (B)(6) 2023, two years prior. On this occasion, the patient temporarily taped it at home, and then in the hospital they barely managed to fix the cannula by inserting a piece of driveline cpc connector. Patient is being held in the hospital until a decision is made on how to fix or replace the ventricle. No serious injury to the patient occurred, however, a prolonged hospital stay is expected as the intervention required is not readily accessible.